Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument (pch) was found to have a broken tip. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken hook at the distal end. The hook was not returned. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the instrument for suturing. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause the hook/spatula to bend or break. A review of the provided image was consistent with the reported broken tip; the image had shown a dislodged hook tip (remain attached to the instrument).